Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level over 600 mg/dl. Customer was treated with insulin pump and manual injection. Customer had blood glucose levels of over 400, over 500, over 250 and 298 mg/dl. Customer stated that there was air bubbles in the tubing. Customer stated that the approximate size of air bubble was soda pop size. Customer stated that there was no air bubbles and leak. The insulin pump will not be returned for analysis.